Manufacturer narrative:
The actual device and pictures were received for evaluation. Visual inspection of the provided pictures showed the product wet. In the first picture, a black marking (cross) on the housing and header cap was observed. In the second picture, only the product label was visible. No defect was visible in both pictures. Visual inspection of the actual product with the naked eye showed the product wet and with a black marking (cross) was observed. A leak test of the dialysate side and blood side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5, h6 and h10: corrected information added to b5: it was reported that 30 minutes into treatment with two units (2) of a polyflux 170h, a leak was observed at the blood inlet. The set was replaced and at an unknown time during treatment, the second set was observed to be leaking on the screw connection on the arterial side. H10: the sample for the first reported leak was not provided therefore an investigation could not be performed. H6: codes were added to represent the visual inspection of the first picture in the second reported leak. Visual inspection of the first picture showed the product wet on the housing and header cap. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes into treatment with a polyflux 170h, an external fluid leak on the arterial side was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.